Event description:
Customer states that the rotation brake handle is broken and needs to be replaced. No pt was involved.

Manufacturer narrative:
The service rep removed and replaced the c-rotation brake handle along with associated hardware. Verify that the brake is functioning normally and that the system now operates as intended.